Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the device had sealing inadequate/partial (no regrasp alert but with evidence of energy delivery and end tones heard) when taking the down gastric vessels. The device had no good seal and wiped four times to clean the jaws during the case. Another ligasure device used successfully with the same generator. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the device had sealing inadequate/partial (no regrasp alert but with evidence of energy delivery and end tones heard) when taking the down gastric vessels. The device had no good seal and wiped four times to clean the jaws during the case. Another device used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of damaged knife trigger. The product analysis noted evidence that the device was not used as intended. This issue may occur due to a drop or improper storage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure the lever is in the latched position. Pull the cutting trigger completely back toward the body of the instrument. Release the cutting trigger to retract the blade. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.